Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touchscreen was not working. The stylus was reconnected, the calibration completed, the software updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was not working. The programmer was received into service. There was no patient involvement.